Event description:
It was reported that 1 syringe 0.3ml 31g 8mm was unable to aspirate. The following information was provided by the initial reporter : the consumer reported that the needle will not draw insulin and will not release the air from the vial. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. H6: investigation summary: customer returned a total of four syringes, each with 0.3ml graduation marks. No other identification was provided. Attempted to draw tap water into each of the returned syringes only to find that water would not enter any of the syringes. The plungers would retract back toward the distal tip of the syringes after attempting to draw water into it. To check the syringes for clogs, a wire was inserted into the distal tip of each syringe¿s needle and fed through it. In all cases, the wire would reach the far end of the syringe before becoming stuck. The source of the blockage could not be dislodged using the wire. These blockages would prevent insulin from being drawn up into the syringes. A review of the device history record was completed for batch # 0253557 all inspections were performed per the applicable operations qc specifications. There were eight (8) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to replicate or confirm the customer¿s indicated failure of the syringes not drawing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31g 8mm was unable to aspirate. The following information was provided by the initial reporter :   the consumer reported that the needle will not draw insulin and will not release the air from the vial. Date of event: unknown. Samples: available.